Event description:
Device 1 of 2. Reference manufacturer report #1627487-2010-01018. The patient received her scs system on (B)(6) 2006 including an ipg and paddle lead. It was reported on (B)(6) 2008 that the patient experienced a surging sensation with her system. The patient's ipg and lead were explanted on (B)(6) 2008 and were not replaced. The explanted devices were returned to ans for analysis. No further information is available.

Manufacturer narrative:
Device 1 of 2. Eval, method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was returned incomplete and could not be functionally tested. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.